Manufacturer narrative:
Date sent: 08/30/2007. Information is unavailable, device was not returned for evaluation.

Event description:
The sales rep reports that during a mastectomy procedure, the clips were falling out of the device or they are scissored. This occurred with 3 device. Finally got a 4th one that worked. There was no pt consequence. The clips were retrieved without incident. No return device.